Event description:
The customer stated that she was hospitalized with a low blood glucose of 20 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. However, insulin was shooting out at the end of the needle during the manual prime. Advised the customer to remain on a back-up plan as the insulin pump needed to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.